Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis reported that dialysis solution leaked out of the cassette and into the cycler. Prophylactic antibiotics were administered and there is no other known patient ill effect. Patient was able to complete her treatment. Sample is not available for return; sample was discarded.